Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. A celect-pt filter was deployed in an infrarenal location with 0° of tilt on the ap projection and with no evidence of penetration. One year later the filter was in a stable position without interval development of significant tilt, but there are grade 1 interactions between all of the primary and secondary legs with the wall of the ivc, without evidence of frank perforation. The complaint report describes an anterior tilt of 16.1° identified on the lateral x-ray of the abdomen. When compared to the CT scan, there is a divergent course of the inferior vena cava with the vertebral bodies, artificially inflating this degree of angulation. When measured to the center line of the ivc on the sagittal reformatted CT scan, there is an insignificant tilt of only 2° present. The exact reason for the grade 1 interactions cannot be determined. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): grade 1 filter leg interaction with ivc wall & tilt =16°. On (B)(6) 2016, the patient had a celect® filter placed. Primary reason for the filter placement was a current deep vein thrombosis with a complication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 17 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 16.5 mm. There was no evidence of filter migration or deformation. There was no extravasation of contrast and filter legs did not appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 3.1 degrees. On (B)(6) 2016, post-procedure x-ray (same day as placement procedure): no evidence of filter fracture, embolization, tilt, or migration. Analysis showed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 2.4 degrees and 4.0 degrees in the lat view. The 3 and 6 month follow-up calls were completed and no adverse events were reported. On (B)(6) 2017 (387 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen with intravenous contrast, x-ray, and ultrasound were completed. The filter was not scheduled to be retrieved because the patient was unwilling to undergo retrieval. The CT revealed no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of filter embolization. There were 12 filter legs with a grade 1 filter leg interaction with the ivc wall. The ultrasound revealed no thrombus in the pelvic veins. Thrombus was present in the bilateral lower extremities (pre-existing to filter placement). The x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 2.1 degrees and 16.1 degrees in the lat view. Patient outcome: the patient remains in the study.